Manufacturer narrative:
According to the description of the event, the thread of a shell impactor did not work properly. The product in question was subjected to an optical examination. The thread of the product as well as the head present several damages. Right at the tip of the product, the thread is deformed/damaged. It is assumed that due to this deformation, the impactor could not be used properly. The head of the product presents several minor impact marks. It is known that the malfunction was discovered before the surgery took place when the hospital staff was checking the instrumentation. Therefore, there was no health impact on the patient. Another shell impactor was used instead when the malfunction was discovered. Such a malfunction with the thread should have been detected during the reprocessing process of the instrument and the shell impactor should have been sorted out during the reprocessing. A training of the user in regards of the reprocessing process was initiated that instruments with such an error pattern have to be sorted out. The manufacturing documents and the material certificates of the shell impactor were checked. These did not reveal any errors. The surgical techniques and instructions for use were checked and showed no deviations. Based on the available information, no technical root cause could be determined why the malfunction occurred. It can only be assumed that the malfunction can be regarded as a random failure of a component with regards to the shell impactor. The shell impactor was manufactured in april 2019 and is therefore, in use for over 5 years. A potential cause could be an unintentional user error, but this can neither be confirmed nor denied due to a lack of information. This event was assigned to the error patterns "unsuitable threads" and "change of surface" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: "the impactor thread does not work properly." Note: it is known that the malfunction was discovered before the surgery took place when the hospital staff was checking the instrumentation. Therefore, there had been no health impact on the patient. Another shell impactor was used instead when the malfunction was discovered. Such a malfunction with the thread should have been detected during the reprocessing process of the instrument and the shell impactor should have been sorted out during the reprocessing.